Event description:
An operations manager reported that the system would not boot during a cataract with intraocular lens implant procedure. The case was completed with another system without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).